Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient(pt) indicated that 'some' of the system removed but not all of it. Tss interpreted this as possible lead fragments remain. Tss asked if caller knew when this occurred and they did not know, did not know managing doc info. Tss redirected pt to managing doc to discuss options moving forward.